Manufacturer narrative:
The investigation does not support that any product malfunction occurred. The central station logs and bedside screen shots were reviewed and show that at the time frame in question, the alarms had sounded and had been silenced, both from the bedside monitor and from the central station. There have been no additional calls for this device, and the device remains at the customer site. Investigation of this complaint and trending for this issue supports that there is no design, manufacturing, materials or labeling problem. No further investigation or action is warranted.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the bedside monitor alarmed but without any sound. The device was in clinical use at the time the issue was discovered. There was no allegation of an adverse event or any patient or user harm, as the customer recognized this issue almost immediately; just by coincidence the customer saw the alarm flag at the central station.